Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter (particles in vial) on lot # 8274826. Investigation summary: customer returned (2) loose 1/2cc, 6mm syringes (1 with approximately 2 units of a clear liquid inside the barrel). Customer states that the needle leaves white particles in the insulin vial. Both returned syringes were examined and no foreign matter was observed on any part of the syringe or cannula. The liquid observed in one of the returned syringe was tested using ftir spectral analysis. The analysis shows that this material is most likely insulin, which would not have been acquired during the manufacturing process. A review of the device history record was completed for batch# 8274826. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 324911, batch no. 8274826. Verbatim: issue: consumer reported after drawing insulin, needle leaves white particles in the insulin vial. She called distributor and sent her vial for testing the result states" it was absorbed the solution was cloudy / hazy thread like particle the preparation was found to be contaminated with silicon oil during use. Silicone oil may come from a disposal syringe or needle used for injection." They sent her 2 replacement of the vials and it happened again after the 11th day using the insulin from that vial, it is keep creating more white particles. Incident date unknown, occurrence-unknown, item# 324911, lot# 8274826, expiration date-10-31-2023. She uses the new needle each time of her injection, she is concerned about this, she has not informed this with her doctor yet. Advised consumer if she is concerned let her doctor know about it. Explained consumer we use small amount of medical graded silicon in our needles.